Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia over the weekend. The date was unknown. The issues with readings that are far too off the insulin pump and meter. Customer replace the insulin pump but then again it was the same thing. The blood glucose very high around 400mg/dl but the insulin pump was only around 200mg/dl. The customer¿s blood glucose level was 412 mg/dl at time of incident. The customer was treated with insulin pump for high blood glucose. Insulin pump was not in auto mode but in manual mode. The device will not be returned for analysis.